Event description:
It was posted that the customer was having trouble with her sensor, and the readings were low, but when she checked her blood glucose it was high. It was mentioned that the customer had an emergency visit. Attempted to contact the customer several times regarding the event and no results were obtained. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.